Manufacturer narrative:
Continuation of d10: product ID 97754 serial# unknown product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for the call was the caller reported that about 3 weeks ago, the recharger stopped working. Caller stated that it took about 4 hours to charge the implant last time and it still didn't charge all the way up. Agent walked caller through trying to charge their implant and caller stated that they are seeing nothing appear on the recharger screen. Caller attempted to connect to the mystim device and confirmed seeing a screen with a question mark. Agent was unable to confirm the ins was at eos; agent reviewed information. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address possible ins replacement. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The cause of the ins charging issues and question mark on the recharger was that the ins battery was at end of service (eos). The patient will see the hcp for a consultation battery exchange. It was noted the issue was resolved. Patient services made an outbound call to the pt to review that physician listings were not sent to them as a rep responded in this case and the referral process was being set up. However, the person who answered the call said the agent 'had the wrong number'.